Event description:
The customer reported the display blank. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement .

Manufacturer narrative:
The burnt out cold cathode fluorescent lamp (ccfl) backlight causes the blank screen display. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.